Manufacturer narrative:
The reported lot # does not exist for the reported cat #. Therefore the device expiration and manufacturing dates are unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd q-syte¿ luer access split-septum stand-alone device the nurse found liquid leaked from q-syte during infusion. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The defect leakage, as stated as the reported code was confirmed. The source of the leakage was from the partial separation between the top and bottom bodies of the q-syte. Confirmed the unit received an insufficient weld line between the top and bottom body. Conclusion: the insufficient weld was from a mis-weld between the top and bottom body during the manufacturing process.